Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova (B)(4) learned that the device was cleaned regularly per instruction for use and is placed inside the operating room, with the fan oriented opposite to the patient. The estimated distance between the surgery field and the device is 2 meters. A laboratory report confirming a contamination with mycobacterium intercellulare was provided. A review of the DHR could not identify any deviations or non-conformities relevant to the issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.